Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spybite biopsy forceps was used in the liver during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the patient had a plastic stent placed in the common bile duct (cbd) for drainage. There was no difficulty removing the stent during the cholangioscopy. On (B)(6), a spy procedure was performed for suspected cholangiocarcinoma and a stenosis of the right hepatic hilum. A single spybite was used during the procedure. The spybite was used to successfully take a biopsy from the entrance of the right hepatic duct. The biopsy procedure was reported to be successful and there was no device malfunction. Early on the morning of (B)(6) 2014 the patient was actively bleeding from the liver and went into ¿hypovolemic shock hemoperitoneum secondary to liver failure.¿ this was treated with liver packing and embolization. On (B)(6) 2014, the patient received an arteriography with embolization of the common hepatic artery. A trans-abdominal cerclage (tc) abdominal scan revealed that the patient had a large subcapsular hematoma and an extensive hepatic laceration. On (B)(6) 2014 the packing was removed and the patient¿s hepatic function tests were normal. As of (B)(6) 2014 the patient is reported to be stable.